Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k082590.

Manufacturer narrative:
Follow-up #1 (09/23/2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011 the lay user/reporter, the patient's mother, contacted lifescan to report the one touch ping meter was giving inaccurately high readings. On (B)(6) 2011 the sr. Medical surveillance specialist spoke with the reporter to obtain and verify information. On (B)(6) 2011 at 12:06 pm, while in the physician's office, the patient obtained an after-lunch blood glucose reading on the reported meter of 92 mg/dl. At that time, the patient was experiencing the symptom of irritability. Within ten minutes, a laboratory result of 43 mg/dl was obtained. Eight minutes later, the patient experienced the further symptoms of sweating and pallor. The patient was treated with orange juice and crackers, and felt better afterwards. Earlier on the day of this event, the patient had tested his fasting blood glucose level and a one hour-post-prandial level using the reported meter and had obtained results as expected. The reporter was unable to provide the specific results obtained. Based on the meter readings, the patient had taken insulin via the pump. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. While in the physician's office a control solution test was performed, with passing results. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin doses via the pump based on meter readings, and received treatment with food. Therefore this complaint is being reported.